Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received it is determined that the reported issue is likely related to circumstances of the procedure. In this case, it is likely, a suture snag, (possibly due to posterior cuff miss), an interaction with patient anatomy, or excess pull contributed to the suture break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an interventional procedure with a 6f sheath. Reportedly, a suture break was observed after removal of the plunger. A proglide device was then inserted, but the same issue was observed. A new proglide device was then used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.